Event description:
A renegade hi flo catheter was used for a therapeutic thrombolytic procedure. Upon removal of the catheter following a successful twelve hr lysis procedure, it was reported the plastic of the catheter separated from the vortex braiding. The renegade was being used coaxially with a guiding catheter and both were removed together as a unit.